Event description:
It was reported the stretcher is raising very slowly and lowers in a sudden rapid manner. No adverse event or injuries have been alleged as a result of the issue.

Event description:
It was reported the stretcher is raising very slowly and lowers in a sudden rapid manner. No adverse event or injuries have been alleged as a result of the issue.

Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The stretcher was found to be displaying an error code of 6 flashing wrenches. The actuator of the stretcher was replaced and after functional testing the stretcher was operating as intended.